Event description:
The reporter contacted animas on (B)(6) 2013 indicating a blood glucose of 32.8 mmol/l associated with a pump suspend. The pump was reviewed and found that the pump was suspended on (B)(6) 2013 at 10:17 pm after the patient received an alarm; the pump was not resumed until (B)(6) 2013 at 1:10 am, approximately 3 hours later. This report is made based on the allegation that the patient experienced hyperglycemia related to use error of not resuming the pump after a suspend.

Manufacturer narrative:
The pump has not been requested for return to animas. When the pump is suspended, the pump will emit a warning every 15 minutes to make the user aware that the pump is suspended. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/17/2017 with the following findings: during investigation, the black box showed that the data from the date of the event had been overwritten due to continuous use. The pump was exercised for 24 hours with no self-suspending occurring during that time. The pump was able to manually suspend and manually resume successfully during testing. There were no hypersensitive or stuck keys observed on the keypad. The available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. The original complaint was unable to be duplicated. Unrelated to the original complaint, the battery compartment was observed to be cracked. Additionally, the display appeared dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.